Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported by sales representative that patient was revised due to infection. Primary surgery was done approx 13 years ago. It was further reported on (B)(6) 2015, that surgeon advised that patient's cobalt levels were severely elevated.

Manufacturer narrative:
An event regarding infection and corrosion involving a trident liner was reported. The event was confirmed. Method and results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: a review of the medical records indicated the "no examination of the explanted components, no histologic diagnosis of altr, alval, pseudotumor or metallosis, and no serum cobalt or chromium values, but with four total joint arthroplasties an elevation would not be unexpected. Corrosion limited to the head/neck trunnion after seven-and-a-half years in situ does not represent a pathologic situation. It would not generate acute inflammation with greater than 20 wbc¿s per hpf. This entire clinical picture could be due to late periprosthetic infection and would not be related to factors of faulty component design, manufacturing or materials. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and the reported sterile lot. Conclusions: a review of the medical records by the clinician indicated that no examination of the explanted components, no histologic diagnosis of altr, alval, pseudotumor or metallosis, and no serum cobalt or chromium values, but with four total joint arthroplasties an elevation would not be unexpected. Corrosion limited to the head/neck trunnion after seven-and-a-half years in situ does not represent a pathologic situation. It would not generate acute inflammation with greater than 20 wbc¿s per hpf. This entire clinical picture could be due to late periprosthetic infection and would not be related to factors of faulty component design, manufacturing or materials. No further investigation for this event is possible at this time. If additional information and/or devices becomes available, this investigation will be reopened.

Event description:
It was reported by sales representative that patient was revised due to infection. Primary surgery was done approx 13 years ago. It was further reported on 7/20/2015, that surgeon advised that patient's cobalt levels were severely elevated. Update: it was reported that the patient's right tha was revised following: loosening of her acetabular component with acetabular bone loss; acute inflammation of the right hip; corrosion between the femoral head and femoral stem. The head was located on the stem prior to revision surgery. The head was reported to be disengaged from the trunnion. Metal loss was reported from the femoral head. The patient underwent girdlestone resection on (B)(6) 2015. The patient was reported to have suffered an infection following removal of the devices. Implantation of the revision devices was reported on 3rd november 2015.

Manufacturer narrative:
An event regarding infection and elevated cobalt levels involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for evaluation. Medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and the reported sterile lot. Conclusions: the event could not be confirmed nor the root cause of the reported event determined because the devices were not returned for evaluation and insufficient medical information was provided. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported by sales representative that patient was revised due to infection. Primary surgery was done approx 13 years ago. It was further reported on (B)(6) 2015, that surgeon advised that patient's cobalt levels were severely elevated.